Event description:
Per the field clinical specialist (fcs), approximately 2 days post trans-septal tmvr procedure with a 29mm sapien 3 valve, the patient developed severe paravalvular leak and has since declined. The patient was brought in for a valve in valve (vinv) with a 29mm sapien 3 valve with an additional 3ccs of volume to the balloon. The patient coded several times throughout the procedure, however, they were able to place the second valve without issue. As of now the patient is doing well, but it 'still pretty sick'.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
Correction to h6 based on additional information. The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done, and did not reveal any manufacturing nonconformance issues that would have contributed to the event. Although this is an off-label case, the instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. The complaint for paravalvular leak was unable to be confirmed due to unavailability of returned device/relevant imagery. It should be noted that the thv was implanted in native mitral position for this case. The sapien 3 (s3) with the commander delivery system (ds) was indicated for native aortic valve, surgical or transcatheter bioprosthetic aortic valve, surgical bioprosthetic mitral valve, or a native mitral valve with an annuloplasty ring replacement. As such, the case is considered off-label for deployment in the native mitral valve position per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. As reported, 'approximately 2 days post trans-septal tmvr procedure with a 29mm sapien 3 valve, the patient developed severe paravalvular leak and has since declined. The patient was brought in for a valve in valve (vinv) with a 29mm sapien 3 valve with an additional 3ccs of volume to the balloon. The patient coded several times throughout the procedure; however, they were able to place the second valve without issue'. Additionally, the valve was directly deployed in native mitral annulus, which could potentially cause the valve to migrate over time due to mitral valve characteristics (absence of a solid anatomic structure to anchor the thv). If the deployed valve migrated, it is possible the pvl skirt could not properly seal against the native annulus or target site resulting in the reported paravalvular leak. As such, available information suggests that procedural factors (off-label operation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.